Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, lens was removed/replaced in initial procedure. If explanted, give date: not applicable, lens was removed/replaced in initial procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was scratched when inserting into the patient's eye. Therefore, the lens was removed and replaced during the same surgical procedure. There was no patient harm. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned lens shows the lens was cut in half, most probably to aid in removal. Traces of ovd were also visible on the lens surfaces. The product was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under 12x magnification shows damage to the optic surfaces. Based on the sample evaluation the complaint was confirmed but the lens was scratched by the plunger as stated the initial report. Therefore, quality deficiency or malfunction was not identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.